Event description:
The tip of the forceps is broken. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event was attributed to misuse of the device.